Manufacturer narrative:
Product ID 3093-33, lot# v172549, implanted: (B)(6) 2008, product type lead; product ID 3093-33, lot# v172549, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had both of their systems removed because the stimulation therapy never worked for the patient. During explant the surgeon left a piece of wire in the patient which was 'roughly an inch long' located near the s3 nerve connection to the spinal cord. No further information about the event was reported.